Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a sapien 3 20mm valve, implanted in the aortic position for 6 years and 3 months, underwent a valve in valve procedure with a 20mm sapien 3 valve due to stenosis with a gradient of 38 mmhg pre-procedure. The implant was successful with a gradient of 9 mmhg.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. Updated b5 and b7. The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve degeneration was confirmed based on provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Per the instructions for use (IFU), structural valve deterioration (svd) and device degeneration are listed as known potential risk associated with the device. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, ''a patient with a 9600tfx 20mm valve, implanted in the aortic position for 6 years and 3 months underwent a valve in valve procedure with a 9750tfx 20mm due to stenosis with a gradient of 38 mmhg pre-procedure. Post gradient was 9 mmhg.'' Additionally, medical record indicated that patient had chronic kidney disease and hyperlipidemia. Chronic kidney disease (ckd) is a known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (chronic kidney disease, hyperlipidemia) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient with a sapien 3 20mm valve, implanted in the aortic position for 6 years and 3 months, underwent a valve in valve procedure with a 20mm sapien 3 valve due to stenosis with a gradient of 38 mmhg pre-procedure. The implant was successful with a gradient of 9 mmhg. Through medical records review, the patient was admitted with sob and found to be covid +. Treatment included antibiotics, steroids, and oxygen. Echo showed mean aortic gradient of 38.1 mmhg, aortic valve area 0.70 cm2. An unspecified regurgitation was seen and severe stenosis. The patient was fragile and not a surgical candidate for sternotomy avr. Therefore, the pan was for viv tavr.